Event description:
The complainant reported that upon receiving an automated impella controller (aic) for preventive maintenance as part of a service and repair activity, a ¿system self check failure¿ message was displayed when the console was powered on. Following the self-check failure, the console was opened and inspected for loose connections; however, no loose connections were identified. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the root cause of the ¿system self check failure¿ was due to a power management circuit board component failure.